Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a damage on the pump and also reported sensor was never connected. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a. Troubleshooting was partially performed. Customer confirmed pump shows a physical damage at battery compartment all the way to the back and the reservoir compartment. And also mentioned the damage was affecting the functionality of the pump. Customer was fully charged the transmitter. Transmitters light-emitting diode light worked but would not blink when connected to sensor. No harm requiring medical intervention was reported. Customer will discontinue to use the insulin pump. Product mmt-1884 was requested and customer agreed to return the device. No product return is required for mmt-7040a.

Manufacturer narrative:
Pump passed the self test. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with cracked reservoir tube lip, cracked retainer ring, cracked select button keypad overlay, peeling display window corner, serial number label stained, cracked case corner of the belt clip rails near the battery compartment and broken battery tube threads during the visual inspection. In summary, pump passed all required testing. Customer alleged not confirmed for pump unable to communicate to the transmitter. Cosmetic damage was confirmed at the retainer ring, reservoir tube, case corner of the belt clip rails near the battery compartment and battery tube threads during the visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.